Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the outer carton and sterile cavities had been opened; no damage was found on the outer carton. The outer sterile cavity and tyvek lids were not returned, and the inner sterile cavity was damaged. Review of the device history records identified no related deviations or anomalies during manufacturing. The product was likely conforming when it left zimmer biomet control. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that when the device was being opened, the sterile packaging from not intact and appeared to be crushed. The surgeon did not use the implant due to possible sterility breach. Attempts have been made and no further information has been provided.